Event description:
Medtronic in another country, reported that the tip of the instrument broke during a coelioscopy, and was temporarily lost in the intraperitoneal area. It took and add'l three hrs of surgery and using an x-ray amplifier to locate and remove the tip from the pt. The original procedure was also successfully completed.

Manufacturer narrative:
The metal tip retrieved from the pt was returned to medtronic xomed in another country, who determined that the claw tip was reworked by the hosp without medtronic's knowledge. The instrument was polished by the hosp and its axis, or tip direction was changed. As a result, the reworked instrument was more fragile and more easily broken when used as intended.